Event description:
The pt was bilaterally implanted with prosthesis on 11/9/93. On 1/4/96, the physician noted that the pt had developed a hematoma and capsular contracture in the left breast (it was later noted that there was no hematoma only capsular contracture) and a deflation of the right breast. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.